Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+1.5/028 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting and patient experienced a refractive surprise. The lens was replaced with a shorter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).